Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of endometritis ("chronic endometritis") and pelvic pain ("chronic pain/ pain") in a 39-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gallbladder disorder, arthropathy, allergic reaction to analgesics (-e-mycin, erythromycin), morbid obesity, bariatric surgery and sleeve gastrectomy. Previously administered products included for an unreported indication: oral contraceptives. Concurrent conditions included obesity, abdominal pain, flank pain, urinary frequency, vomiting, pyelonephritis, pain groin, panniculitis, unhappiness (her abdomen and breasts), dysuria, suprapubic pain, slight fever, oligomenorrhea, anemia, allergic conjunctivitis, hypertension, vitamin d deficiency, shortness of breath, uterine fibroids, right lower quadrant pain, bladder pain and insomnia. Concomitant products included benzonatate, calcium, colecalciferol (vitamin d), doxycycline, multiple vitamins, salbutamol sulfate (proair hfa), sucralfate (urbal) and trazodone. In november 2011, the patient had essure inserted. On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), nausea ("nausea"), feeling abnormal ("brain fog"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal distension ("bloating"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), urinary tract infection ("urinary tract infection"), cystitis interstitial ("interstitial cystitis"), depression ("depression"), rash ("rashes or skin condition"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), alopecia ("hair loss") and migraine ("migraine"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy, lysis of adhesions). Essure was removed on (B)(6) 2016. At the time of the report, the endometritis, nausea, feeling abnormal, abdominal distension, headache, vaginal haemorrhage, menorrhagia, depression and rash outcome was unknown and the pelvic pain, fatigue, dyspareunia, urinary tract infection, cystitis interstitial, dysmenorrhoea, vaginal discharge, weight increased, alopecia and migraine had resolved. The reporter provided no causality assessment for endometritis with essure. The reporter considered abdominal distension, alopecia, cystitis interstitial, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, menorrhagia, migraine, nausea, pelvic pain, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33 kg/sqm. Hysterosalpingogram - on 15-jun-2014: negative. Urine analysis - on 15-jun-2014: notable for positive nitrites. On 24-jun-2011: gross description-with the patient's ID, labeled on the requisition and the container as "portion of stomach" is a previously opened 12.5x6.5x1.5 cm portion of stomach. The serosal surface is pink-tan and smooth. The rugae are grossly unremarkable. The stomach wall measures up to 0.3 cm in thickness. No mucosal lesions are identified. Sections are submitted in cassette 1a. On 10-jun-2016: cc- pt c/o abdominal x 2 1/2 weeks. Pt had recent dx of pyelonephritis. Pt c/o nn intermittently x 1 week and today with weakness and fatigue. Pt finished last dose of abx yesterday. 01-aug-2016: pathology reports- diagnosis- uterus, with bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: no pathologic diagnosis, cervix and endo cervix benign polyp, proliferative endometrium leiomyomata and adenomyosis, myometrium no pathologic diagnosis, bilateral fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:nausea, urinary tract infection, interstitial cystitis, headaches, pelvic pain, endometritis. Most recent follow-up information incorporated above includes: on 4-oct-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, other relevant history and lab data updated. Indication female sterilization was added. Events were clubbed with previously reported events. Events: abnormal bleeding vaginal, menorrhagia, urinary tract infection, interstitial cystitis, depression, rashes or skin condition, dysmenorrhea (cramping), vaginal discharge, weight gain, hair loss, migraine, abnormal bleeding were newly added. Chronic endometritis was added per mr. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('chronic endometritis') and pelvic pain ('chronic pain/ pain pelvic pain') in a 39-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder disorder, arthropathy, allergic reaction to analgesics (-e-mycin, erythromycin), morbid obesity, bariatric surgery and sleeve gastrectomy. Previously administered products included for an unreported indication: oral contraceptives. Concurrent conditions included obesity, abdominal pain, flank pain, urinary frequency, vomiting, pyelonephritis, pain groin, panniculitis, unhappiness (her abdomen and breasts), dysuria, suprapubic pain, slight fever, oligomenorrhea, anemia, allergic conjunctivitis, hypertension, vitamin d deficiency, shortness of breath, uterine fibroids, right lower quadrant pain, bladder pain and insomnia. Concomitant products included ascorbic acid;ergocalciferol;folic acid;retinol;tocopherol;vitamin b nos (multiple vitamins), benzonatate, calcium, doxycycline, nystatin, salbutamol sulfate (proair hfa), sucralfate (urbal), trazodone and vitamin d nos (vitamin d). In november 2011, the patient had essure inserted. On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), nausea ("nausea"), feeling abnormal ("brain fog"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal distension ("bloating"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), urinary tract infection ("urinary tract infection"), cystitis interstitial ("interstitial cystitis"), depression ("depression"), rash ("rashes or skin condition"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss") and migraine ("migraine") and was found to have weight increased ("weight gain"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy, lysis of adhesions). Essure was removed on (B)(6) 2016. At the time of the report, the endometritis, nausea, feeling abnormal, abdominal distension, headache, depression and rash outcome was unknown and the pelvic pain, fatigue, dyspareunia, vaginal haemorrhage, menorrhagia, urinary tract infection, cystitis interstitial, dysmenorrhoea, vaginal discharge, weight increased, alopecia and migraine had resolved. The reporter provided no causality assessment for endometritis with essure. The reporter considered abdominal distension, alopecia, cystitis interstitial, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, menorrhagia, migraine, nausea, pelvic pain, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date- nov2013 (as per pfs) discrepancy noted : as per current pfs, no essure confirmation test was conducted diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: negative. Urine analysis - on (B)(6) 2014: results: notable for positive nitrites. On (B)(6) 2011: gross description-with the patient's ID, labeled on the requisition and the container as "portion of stomach" is a previously opened 12.5x6.5x1.5 cm portion of stomach. The serosal surface is pink-tan and smooth. The rugae are grossly unremarkable. The stomach wall measures up to 0.3 cm in thickness. No mucosal lesions are identified. Sections are submitted in cassette 1a. On (B)(6) 2016: cc- pt c/o abdominal x 2 1/2 weeks. Pt had recent dx of pyelonephritis. Pt c/o nn intermittently x 1 week and today with weakness and fatigue. Pt finished last dose of abx yesterday. (B)(6) 2016: pathology reports- diagnosis- uterus, with bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: no pathologic diagnosis, cervix and endo cervix benign polyp, proliferative endometrium leiomyomata and adenomyosis, myometrium no pathologic diagnosis, bilateral fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: nausea, urinary tract infection, interstitial cystitis, headaches, pelvic pain, endometritis. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received : concomitant product added. Outcome of events ¿vaginal haemorrhage, menorrhagia" updated to recovered / resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), nausea ("nausea"), feeling abnormal ("brain fog"), dyspareunia ("dyspareunia"), abdominal distension ("bloating") and headache ("headaches"). The patient was treated with surgery (underwent a surgical removal of the essure devices). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, fatigue, nausea, feeling abnormal, dyspareunia, abdominal distension and headache outcome was unknown. The reporter considered abdominal distension, dyspareunia, fatigue, feeling abnormal, headache, nausea and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.